Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to snap a cartridge onto the pump. Reportedly, the customer believed the pnuematic tap appeared to be bent, however tandem techncial support (cts) was unable to confirm. The customer's blood glucose level was 157 mg/dl. During troubleshoting, cts identified that the customer was not on the proper load screen when attempting to load a cartridge. Cts guided the customer through loading a cartridge and was able to complete the load process successfully.